Manufacturer narrative:
The product has not been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The complaint device has not been returned by the customer yet; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.